Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken socket. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) output connector assembly was broken. It was also indicated that the hanger assembly was broken, keypad was scratched, encoder assembly and encoder knobs were contaminated, and the battery and display wires were pinched but the insulation was not compromised. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.